Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified left cephalic vein. After a 5fnon-boston scientific (bsc) sheath was inserted and a 0.035 non-bsc guidewire crossed the lesion. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon was ruptured. The device was removed and was replaced with another 6 x 4cm mustang which was inflated at 15 atmospheres. A good inflation was obtained, and the procedure was completed. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 36mm in length and extended from a position 9mm distal of the proximal markerband to 3mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt in a mildly tortuous and mildly calcified left cephalic vein. After a 5fnon-boston scientific (bsc) sheath was inserted and a 0.035 non-bsc guidewire crossed the lesion. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 5 seconds, the balloon was ruptured. The device was removed and was replaced with another 6 x 4cm mustang which was inflated at 15 atmospheres. A good inflation was obtained, and the procedure was completed. There were no patient complications nor injuries reported and the patient condition was good.